Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient said they had changed the settings so many times, and were running to bathroom so many times; they could not catch themselves. They were not making it to the bathroom. The device was for their bladder. The patient's current settings were checked while on the phone. They were on program 2 at 2.0 volts, and the stimulation was off. It was explained to the patient that the therapy needed to be on to get therapeutic benefit. The caller was walked through turning therapy back on, and they were able to successfully turn on therapy. The patient would maintain the stimulation level and continue to track symptoms.

Manufacturer narrative:
Event date: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.